Manufacturer narrative:
Initial reporter facility name: initial reporter city: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during disinfection on an ak 96 machine, an external fluid leak from the fluid path connector was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was evaluated on site by a hospital engineer. During inspection a loosened fluid path connector in the hydraulic circuit that caused the external leak was found. This was repaired and after reconnecting the loosen connector, the machine was back to normal. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.